Event description:
The customer reported that the dr deployed the vasoseal without a problem. When he went to deploy the second plug the sheath separated from the hub. They were able to extract the sheath which had the first plug half in and half out, and the second plug stuck midway through the sheath. Manual compression was held for 15 minutes. Pt was ambulatory for 6 hours and then discharged. No further complications.